Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump giving no delivery and reservoir had air bubbles in tubing close to reservoir. The customer's blood glucose was 134 mg/dl. It also stated that she was running low on insulin in reservoir. The customer was advised to remove reservoir from insulin pump and rewind. The customer reported that the no delivery alarm was unresolved. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.